Event description:
It was reported that when patient presented in the hospital for a scheduled testing of new programming changes that were made. Device did detect and deliver high voltage therapy however noise on the ventricular channel was observed which caused the device to deliver inappropriate high voltage therapy. Therapy was disabled. After therapy was delivered intermittent noise was still observed which was being oversensed. It was suspected that the device may be the cause of the noise. Noise was reproducible using isometric testing. Lead was capped on (B)(6) 2017 and a new lead was implanted. Lead was connected to the device and normal behavior was observed there device was no longer suspected to be a cause of the noise. Patient was stable post procedure.